Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event estimated. The device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.